Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was intended to be implanted in a patient for the endovascular treatment of a 10cm thoracic aneurysm. It was reported that during the index procedure the stent graft would not deploy. It was noted that the physician tried to release the stent graft from its sheath but it wouldn't retract. Another valiant device was used and the procedure was completed. Per the physician, the cause of the event is product related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: it was reported while attempting to deploy the valiant stent graft, the physician rotated the slider counterclockwise to retract the graft cover about 5cm unsuccessfully. Valiant stent graft systems - 3 components in total were then successfully implanted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary; there was slight bowing of the graft cover with slight kinks on the inner curve observed. Scratches were observed along the taper tip and the graft cover tip. The distal end of the taper tip was partially raised and deformed. A gap measuring 1.0mm was observed between the taper tip and the graft cover; specification is 1-1.5mm. The stent was successfully deployed with no abnormalities observed. If information is provided in the future, a supplemental report will be issued.